Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(4): it was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. At a follow-up visit on (B)(6) 2020, the patient was noted to have atrial fibrillation that was treated with apixaban.